Manufacturer narrative:
On (B)(6) 2004, the patient underwent a percutaneous transluminal angioplasty procedure of a fistula in the brachiocephalic vein, in order to treat a (B)(6) occlusion. The product was not damaged out of the package and no anomalies were noted. The lesion (vessel diameter was 12.00 mm, and the lesion length was 10 cm) was calcified. The balloon was inflated with an inflation device to eight atmospheres for unspecified times. The contrast to heparinized saline was noted to be (B)(6), and during inflation the angioplasty balloon was not in an acute bend. The impression from the radiologist report indicated that several narrowings were present within the right brachiocephalic vein, and right cephalic vein. In addition, extravasations were present around the distal cephalic vein with a hematoma formation. The fistula subsequently occluded likely secondary to this hematoma. The patient was scheduled to undergo placement of a permanent catheter for dialysis. Additional information will be submitted within 30 days upon receipt.

Event description:
The balloon slow to deflate.